Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate loss of power. Physio replaced the power pcb assembly, wire harness and battery pins. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further reviewed the electronic records from the customer¿s device and was unable to conclusively determined the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.